Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record 2434468. The batch 6013065, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6013065 was manufactured according to the work instruction (wi) version 82 and packaging in the multivac # m12 on 04-may-2025, with a total of (B)(4) units. The sub-assembly, assembly of quick set. The lot 5d03485 was manufactured according to the wi version 29 and assembled in the quickset line, on 03-may-2025, with a total of (B)(4) units. The lot 5d03486 was manufactured according to the wi version 29 and assembled in the quickset line, on 03-may-2025, with a total of (B)(4) units. The lot 5e00831 was manufactured according to the wi version 26 and assembled in the quickset line, on 04-may-2025, with a total of (B)(4) units. Review of the DHR showed that an extended inspection was created due to delaminated tape, extended inspection was found within specification · conclusion: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an issue with the infusion set where the cannula was missing on (B)(6) 2025. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6013065, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6013065 was manufactured according to the work instruction (wi) version 82 and packaging in the multivac m12 on 04-may-2025, with a total of (B)(4) units. The sub-assembly, assembly of quick set the lot 5d03485 was manufactured according to the wi version 29 and assembled in the quickset line, on 03-may-2025, with a total of (B)(4) units. The lot 5d03486 was manufactured according to the wi version 29 and assembled in the quickset line, on 03-may-2025, with a total of (B)(4) units. The lot 5e00831 was manufactured according to the wi version 26 and assembled in the quickset line, on 04-may-2025, with a total of (B)(4) units. Review of the DHR showed that an extended inspection was created due to delaminated tape, extended inspection was found within specification. Conclusion: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.